Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high, out of range, pacing lead impedance was observed. The lead was not implanted and was replaced successfully. The patient was in good condition after the event.